Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted 7.5mm with mild lateral calcification, and a depth measurement of 3cm + 1cm. Micropuncture kit was utilized after multiple attempts to gain access. Access was positioned higher than anticipated due to the presence of lateral calcification. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, oozing was present and manual pressures were held for five minutes. A post angiogram indicated blushing was still present. The oozing had ceased at the surface however, the physician chose to deploy a covered stent in case holding pressure did not cease the blushing. Complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are listed in the IFU as possible adverse events related to vascular closure devices. The root cause of the extended hemostasis requiring a covered stent is likely due to the higher positioned access site which could have caused the manta implant to not catch on the vessel wall properly during deployment causing an ineffective seal at the access site. However, due to insufficient information regarding the initial and deployment procedures, no angiograms or device return submitted for investigative purposes, the root cause is inconclusive. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Procedure preparations state to confirm via femoral arteriogram, single wall puncture in the common femoral artery and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: pt had lateral calcium, so we had to stick higher than we wanted and after deployment of manta there was a little oozing and they held for 5 minutes. Afterwards we took a picture and there was still some blushing. The site wasn't oozing anymore however the doc stated he wanted to put in a covered stent in case holding pressure didn't stop the blushing.